Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur include, but are not limited to endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2021 this patient underwent endovascular treatment of a subacute type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. After axillary-axillary bypass (ax-ax bypass), the left subclavian artery was embolized and ctag was implanted from below the left common carotid artery. The procedure was completed after confirming entry tear closure. On an unknown date, the follow-up examination revealed a proximal type I endoleak and a type ii endoleak from the left subclavian artery. On (B)(6) 2021, as treatment for a type I and a type ii endoleak, aortic arch replacement was performed, and a open stent graft was relined with ctag. The patient tolerated the procedure. According to the physician, stentgraft sealing might have been insufficient at the inner curvature.